Manufacturer narrative:
Additional information/device evaluation: analysis of the pump revealed no anomaly found. The pump was returned with no catheter and allegations of volume discrepancies. The pump passed all non-destructive testing, including flow test. The numbers described in the volume discrepancy complaint are within the specification of the pump dispense accuracy. The destructive analysis found no significant anomalies. (B)(4).

Event description:
It was reported that the expected reservoir volume was 3.5 ml; the actual volume was 8-9 ml. The discrepancy was noted at the last pump refill visit. The patient was admitted to the hospital for increased spasticity on (B)(6) 2013. The patient also had an altered mental status. The pump logs were checked. A dye study and x-ray were done. The pump was replaced. After explant, the pump volume was checked; 6.5 ml was expected, 8 ml was withdrawn. The patient status was reported as ¿alive - no injury¿. The pump was delivering gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot# l42924, implanted: (B)(6) 1997, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.